Event description:
As reported by the end user in a foreign country, during preparation for a cag procedure, the physician noticed air entering the fluid management system via the connection of the contrast control syringe and the contrast injection line. The physician discarded the reported defective device, and completed the procedure with a new device of the same part number. The procedure was completed without further complications. As the event occurred during the preparation, there was no contact with the pt and hence, no harm to the pt.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for eval, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch.